Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump touch screen was cracked and unresponsive. That the wake button was sticking. And that the battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support. Therefore, the allegation could not be confirmed.